Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the half-height cubie drawers 1.1 and 1.2 were not on the bus. A field service engineer(fse) troubleshot the device and found that drawer 1.2 had a flashing led and was not communicating. The fse reseated the row cables, replaced the drawer controller and the retractor band. The device was tested using the hardware test application and was verified to be operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a auxiliary drawer 1.2 fails to open. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a auxiliary drawer 1.2 fails to open. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction : section h imdrf annex a.